Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient had an empty pump and the alarm for an empty pump had occurred. It was reported the rep/hcp had access to a programmer to check the logs of the pump. The patient's pump was refilled. No symptoms were reported. The patient's managing doctor first reported the event. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was confirmed that the alarm was for an empty pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the alarm was a standard low reservoir alarm. Note that this information conflicts with the previous report that the pump was empty. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.